Event description:
Doctor reported that his patient complained of abdominal pain following a "tummy tuck" procedure. X-rays were taken of patient's abdominal area and aprt of the wound drain was visible. The doctor had to do another procedure to remove the part of the drain that had broken off. We do not know the date of the original surgery but the additional surgery was on (B)(6) 2012. No infection was found and patient is doing fine.

Manufacturer narrative:
The actual device has been returned to aspen surgical and sent out to sterilization prior to investigation. The evaluation of the product will begin when it is returned from sterilization. We will follow-up when we have the completed root cause analysis. Root cause is not yet available as the evaluation is still in process.